Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was explanted due to an infection. No additional adverse patient effects were reported. This device has been returned for analysis; however, results of investigation are not available at time of submission of this report. A supplemental report will be submitted once results of investigation become available.